Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that 2 sensors do not work. The customer indicated that the transmitter did not blink and the electrode was missing. The customer was advised that the device would be replaced and to return the product for analysis.